Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault advisory alarm was confirmed via the submitted log file. The submitted event log file contained approximately 10 hours of data on 02aug2021, the driveline communication fault alarm was active through the entire event log file. The submitted periodic log file showed the driveline communication fault alarm first activating on 01aug2021. Pump operation was not affected, as the pump maintained speed above the expected parameters for the low speed limit. The system controller (serial #: hsc-030092) was not returned for analysis. Per additional information received on 18oct2021, the communication faults were resolved after exchanging the patient's modular cable and controller. However, per account, the system controller will not be returned for further analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number hsc-030092 was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault advisory alarm. The patient's modular cable and controller were exchanged. Related MFR # 2916596-2021-04384